Event description:
As reported, during a laparoscopic ventral hernia repair procedure, the surgeon attempted to implant a ventralight st mesh using echo ps which was deployed through a 12mm trocar. The mesh would not lay flat, and the surgeon removed the device, during the removal it was noticed that one of the blue connectors that connects the mesh to the echo balloon together was missing. Note, the or staff did not check whether the connector was present on the mesh when introduced into the patient. The patient was not taken back for additional surgery to locate the connector. A new ventralight st w/ echo mesh was used to complete the case.

Manufacturer narrative:
Based on the information available and without having the sample to evaluate, no conclusions can be made. As reported it appears the user experienced difficulty deploying/placing the mesh and after removing the device noted one of the connectors was missing. It is possible due to the issues experienced by the surgeon the connector became detached while removing the echo ps and mesh from the patient. However, as the or did not check for the presence of the connector prior to the case it is unclear whether the connector is in the patient¿s abdomen. Review of manufacturing records shows the product was manufactured to specification. To date, this is the only reported complaint for this manufacturing lot of (B)(4) units released for distribution in june 2023. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.